Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100-112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The customer is currently (not) taking medication to manage diabetes. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 139 and 152mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 82mg/dl (B)(6) 2015 01:07:00 pm fasting:yes; 114mg/dl (B)(6) 2015 01:53:00 pm fasting:yes; 108mg/dl (B)(6) 2015 01:51:00 pm fasting:yes; 89mg/dl (B)(6) 2015 09:50:00 am fasting:yes; 89mg/dl (B)(6) 2015 06:33:00 am fasting:yes. Customers concern: all. Customer wife calling as she is concern with her husbands meter reading lower than his normal. Caller test 1 x daily in morning. Customer has had no changes in meds. Customer meter just had battery changes time and date are not set.